Event description:
It was reported bd venflon¿ pro safety shielded IV catheter had a separation of the luer connection to mating component. The following information was provided by the initial reporter: "it seems that de adapter and the venflon don¿t match everytime and disconnect one the other."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 09-mar-2022. H.6. Investigation: three used samples and three blood collection adapters from sarstedt were received by our quality team for evaluation. As the blood collection adapters were not manufactured by a bd plant, no further investigation was performed on them. One sample from batches 0299540 (material 393224), 1176651 (material 393228), and 1163961 (material 391457) were received, these samples do not belong to the reported complaint. The sample of batch 1163961 was not produced at bd tuas. The samples from batch 0299540 and 1176651 were subjected to visual inspection and luer cone measurement. All inspection result passed, and no abnormalities were observed. A review of the internal manufacturing device records and raw material history files for the unreported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The three returned samples were able to connect with the sarstedt adapter properly. As the disconnection was not observed from the returned samples, the customer experience cannot be determined.

Event description:
It was reported bd venflon¿ pro safety shielded IV catheter had a separation of the luer connection to mating component. The following information was provided by the initial reporter: "it seems that the adapter and the venflon don¿t match everytime and disconnect one the other."